Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was submerged in water and declared multiple temperature alarms. The customer's blood glucose level was 177 mg/dl. Reportedly, the pump was not in abnormal temperature conditions. It was indicated that the customer would use manual injections as alternate insulin therapy.